Manufacturer narrative:
The radio-opaque tip fractured off from the catheter in the right hepatic vein. Per the doctor, he trapped it in the right hepatic vein but during the first retrieval attempt it rapidly migrated through the right heart and into a branch of the right pulmonary artery. The doctor was able to retrieve the fragment from there rather quickly with no complications or injury to the pt. The actual root cause of the complaint was not determined because the device was not returned for analysis and the actual complaint lot was not available for eval. It was determined that the lot was probably either hu8f or j082 based on the lot numbers shipped to the hospital. The batch records for the lots that went into the finished level lots hu8f and j082 were reviewed and there were no deviations, nonconformances, or anomalies noted. A scar was issued to supplier on 02/24/2015 for a similar complaint but different lot from the complaint lot. Possible root causes and corrective actions were identified in the scar report which was signed off on 03/06/2015. Lots hu8f and j082 were manufactured prior to 03/06/2015. No other similar complaints have been received since implementation of the corrective actions.

Event description:
The mpa was inserted through the biopsy sheath. Once this was done, the radiopaque tip fell off in the hepatic vein. Medical intervention was then used to retrieve the tip with a snare. A second device was opened, and it worked fine.